Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Device passed the displacement test, operating currents, selftest, unexpected restart error test and off no power test. No failed battery alarm. Device was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that she was changing the infusion set and the insulin pump alarmed motor error. She changed the battery and received a failed battery test alarm. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 276 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.